Manufacturer narrative:
Upon further review, it was noted that the wrong manufacturer location (abbott laboratories (B)(4), USA) was selected in the initial report. A new report (1628664-2012-00470) was generated to document this issue and its evaluation with the correct manufacturing location (abbott manufacturing inc (B)(4), USA).

Event description:
The customer observed a falsely elevated total psa result while using the architect i2000sr analyzer. The customer provided the following data: (B)(6) 2012: initial 5.31 ng/ml, the result was questioned by the physician and rerun on (B)(6) 2012: 1.21 ng/ml. No impact to patient management was documented. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.